Event description:
It was reported to philips that the system's table was moving on its own. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned without any movement. It was reported to philips that the table moved itself and the patient was on the table. Review of the log file show defect with the bib (bodyguard interface board). Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the table geometry failed, the bib card or the amc drive were probable causes of failure and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the status of the led of the bodyguard interface box was off and no connection to the ethercat. To resolve the issue, fse replaced the bib (bodyguard interface board) card that no longer worked. The defective parts were returned for analysis, for bib (bodyguard interface board) malfunction was observed and the failed component was found to be no communication of the bib with the system. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.